Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial exhibited noise. The patient would be scheduled for further evaluation.